Event description:
The device was used for routine monitoring of a pt during helicopter transport. During the flight, the monitor display allegedly went blank. The device recorder continued to print the pt's ECG normally. There were no adverse affects to the pt reported as a result of the alleged malfunction.